Manufacturer narrative:
(B)(4). Field advisory number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to charge as she misplaced her external devices and as a result, lost stimulation about one year ago. An sjm representative confirmed the scs ipg had become inoperable. The device was explanted and replaced with a different model. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received confirmed the date of explant as (B)(6) 2015.